Event description:
It was reported that the customer had a button error alarm. The customer's blood glucose level was 196 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. No locking was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked belt clip slot and cracked battery tube threads.